Event description:
It was reported that a pt became disconnected from a ventilator, and required resuscitation due to a "flatline" electro cardiogram. It was reported that the ventilator did not alarm to alert caregivers to the disconnect, and that roaches were seen crawling out of the device.